Event description:
It was reported that the automated impella controller (aic) failed to recognize the purge disc. Multiple attempts were unsuccessful. No patient harm was reported.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.